Manufacturer narrative:
The user facility stated steam leaked from their 20" century sterilizer and filled the room. A steris service technician arrived on-site, inspected the unit, and found the c1 contactor within the steam generator to be stuck closed, this caused a continuous electrical current to energize and eventually overheat the steam generator. The technician identified that the c1 contactor did not revert to the open position due to corrosion and rusting causing the contactor to be stuck in the closed position. Steris engineering reviewed the reported event and concluded that as the c1 contactor remained closed, this caused the sterilizer to overheat subsequently causing steam to leak from the safety valve and conductivity probes when the sterilizer was turned on. The technician replaced the steam generator, tested the unit, and confirmed it to be operating according to specification. No additional issues have been noted. The contactor is being returned to steris for evaluation, a follow up MDR will be submitted as additional information is obtained.

Event description:
The user facility reported that steam was leaking from their 20" century sterilizer. No injury, procedural delay, or cancellation was reported.

Manufacturer narrative:
The contactor was returned to steris for evaluation. The results of the evaluation determined the contactor screws loosened over time which allowed the electric current to continuously run. The continuous current caused the contactor corrosion identified by the steris service technician; this corrosion prevented the contactor from opening. The sterilizer was manufactured in 2006. The contactor was replaced and the unit was returned to service. No additional issues have been reported.